Event description:
The dexcom g7 has provided to be terrible at managing my sugar. I'm a type one diabetic and have used the dexcom g6 since 2018. I was forced to switch this year as they're attempting to stop manufacturing of dexcom g6. I have reported to dexcom, however I have had multiple sensors display extremely incorrect values of my blood sugar and had sensors fall off before the 10 day wear has been completed. They told me they only have 3 allowed replacements per year without a number of information provided from the box of the sensor (that normally gets thrown away. There was no indication we were supposed to keep the box until the sensor was work out until after calling).